Event description:
Upon reassessment of the reported event, it was determined this MDR was not filled under the current MFR number. This will be reported under warsaw zimmer - (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filled under the current MFR number. This will be reported under warsaw zimmer - (B)(4).

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient fractured a rail on the tibial component.